Manufacturer narrative:
Product not returned for eval.

Event description:
Patient reported an incident of the power pack becoming depleted without warning. She indicated that her blood glucose was elevated to >300 mg/dl. Her normal blood glucose range was 100 - 140 mg/dl. She administered a bolus to address the blood glucose issue. Patient stated that the power packs had been in use for approx 3 weeks prior to the incident. She did not report any symptoms associated with this incident. No medical assistance was required. Product will not be returned for eval.